Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, route; other: ivus, finecross. (B)(4). Evaluation of the returned 3.0x23mm xience v stent delivery system (sds) noted blood on the balloon and contrast in the inflation lumen, which is consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The anatomy and lesion conditions were described as heavily tortuous and heavily calcified which likely contributed to the failure to cross. The guiding catheter used in the procedure was not returned for analysis therefore, it is unknown how it may have contributed to the reported difficulties. A bent strut was noted in the first and second rows of the proximal end of the stent implant. The returned sds was used in an attempt to advance it through a new 6f guiding catheter, but the sds would not advance past the bent struts, thus confirming the complaint. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulty. It is possible that as the sds was advanced, an interaction between stent implant and the guiding catheter caused the struts to flare, thus contributing the resistance experienced during advancement. Then, as the sds was withdrawn, the stent struts bent contributing to the reported resistance during withdrawal. Reportedly, the sds was re-inserted after the initial attempt to cross. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this case, it is possible that the re-insertion of the sds may have contributed to the reported stent damage and which led to the resistance experienced. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent damage.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, eccentric, 90% stenosed, de novo lesion for the circumflex (cx) artery, after predilatation with a 2.5 x 15mm non-abbott balloon catheter, intravascular ultrasound (ivus) was performed and a 3.0 x 23mm xience v stent delivery system (sds) was advanced but could not cross the lesion. Additional predilatation was performed with the 2.5 x 15mm non-abbott balloon catheter, the 3.0 x 23 mm xience v sds was advanced but resistance was met advancing and retracting inside the guide catheter and the two devices were removed from the anatomy as a system. Outside the body the proximal stent edge was noted to be deformed and collapsed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. It was noted that a 2-guide wire technique was used and a 3.0 x 18mm xience v sds and a 3.5 x 23mm xience v sds were used to complete the procedure without incident. Intra-vascular ultrasound (ivus) was performed post stenting with a good result. Though requested, no additional information was provided.